Manufacturer narrative:
The investigation determined that higher and lower than expected vitros ammonia (amon) results were obtained from non-vitros mas quality control fluids and a vitros liquid performance verifier (lpv) processed using vitros chemistry products amon slides lot 1020-0265-7076 on a vitros 4600 chemistry system. The assignable cause of the event is an instrument issue likely related to microslide incubator contamination. A calibration and quality control results for the vitros amon reagent were not within expectations. The customer was advised to complete the microslide incubator decontamination procedure on the vitros 4600 system, replace the cm/rt evaporation caps and to perform post maintenance within run precision testing in order to verify the instrument performance. The customer is processing samples for vitros amon on the alternate vitros instrument at the site using vitros amon reagent lot 1020-0265-7076 without issue.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected vitros ammonia (amon) results were obtained from non-vitros mas quality control fluids and a vitros liquid performance verifier (lpv) processed using vitros chemistry products amon slides lot 1020-0265-7076 on a vitros 4600 chemistry system. Mas alcohol/ammonia control lot 2409 level 1 vitros amon result of 292.2 umol/l versus an expected result of 25.0 umol/l mas alcohol/ammonia control lot 2409 level 2 vitros amon results of 117.7, 114.8, 102.3, 37.6, 111.2, 110.3, 76.8, 113.0, 102.0, 114.4, 92.4, 114.5, 115.1 and 114.9 umol/l versus an expected result of 148.3 umol/l vitros lpv ii lot t8395 result of 153.1 umol/l vs an expected result of 203.4 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected vitros amon results were obtained when processing control fluids. The customer stated that patient results have not been affected as samples were being processed for vitros amon on an alternate vitros instrument at the site. There were no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).